Event description:
A patient implanted with evoke spinal cord stimulation (scs) system reported inadequate pain relief following implant procedure. Troubleshooting was performed but unsuccessful. An x-ray was performed, which revealed the leads had migrated. The evoke scs system was explanted.